Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced four faulty inset infusion sets used on the abdomen, with concerns about improper absorption despite no visible kinking, leading to blood glucose readings around 600 mg/dl and one event requiring treatment at mercy medical center in redding with IV fluids and exogenous insulin; the event resolved and ilet use was resumed. Symptoms included hyperglycemia, nausea, and vomiting. Outcomes included hospitalization or prolonged hospitalization. Investigation included troubleshooting and education with the customer and collection of additional information, with no device alerts or alarms reported. Investigation of this case revealed insufficient information to identify a specific device malfunction or component failure, and the event resolved after a site change. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information to determine a definitive root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.